Manufacturer narrative:
The reported field event of a capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
During follow up, it was observed that the device was not capturing. The device was explanted and replaced. The patient was in stable condition.